Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 804:26. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evalutation summary:the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation in the pump's event history. This condition is a software failure resulting in the failure code. The reported condition could not be reproduced; therefore, no repair was necessary.the assignable cause was software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.